Event description:
The customer reported that the machine removed too much fluid. The requested removal rate was set at 25-50cc/hr and a fluid removal problem was noticed at approx at 05:00 pm. The treatment history showed that the fluid removal rate was set to 150ml/hr at 12:50 pm and it was decreased to 100ml/hr at 16:28 pm.